Event description:
During coil embolization within the internal crotid artery (ica), the coil prematurely detached, but most of the coil was still in the ica. The physician was not able to snare the coil, so he used a neuroform stent to pin the coil against the parent vessel. The pt did extremely well and was discharged home without deficit.